Event description:
It was reported that during a lap total colectomy procedure, the first firing (gst60b) was used for distal firing at rectosigmoid. After distal firing was completed, they performed an air leak test and it was positive with bubbling observed. They continued to perform an intra-op scope on the stump and a pinpoint defect in the middle of distal firing staple line was observed. They grasped onto the pinpoint defect and bubbling for air leak test stopped. They opened a competitive stapler and re-performed the distal firing to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 4/30/2026 d4: batch # unk. Additional information was requested, and the following was obtained: 1. Was there any other issue noted with the staple line other than leaking (malformed staples, staple line missing staples, etc.)? Ans: none that surgeon could confirm, malformed/missing staples may not be entirely visible to naked eye. 2. What is the current status of the patient? Ans: patient has been discharged, and is well ¿ stapling was done at rectosigmoid area, entry via pfannenstiel port ¿ surgery was for a young patient ¿ feedback from surgeon - stapler closure did not require significantly more strength than usual; tactile feedback was acceptable ¿ 15-second pre-compression was done ¿ bubbling was observed during air leak test ¿ defect was found to be in the middle of staple line - surgeon grasped middle of staple line and bubbling stopped ¿ surgeon opened signia with purple reload to staple off the defect ¿ anastomosis performed with cdh29p, anvil was positioned such that the cross-section between both staple lines is removed. The video upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device ech60s lot number a98h2u and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.